Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This device system remains in service.